Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing and the device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to an electrically leaky capacitor, c160.

Event description:
The customer reported that their device had its service indicator illuminated and had logged an event code. This event code is an indication that the device's AED function is no longer working. There was no patient use associated with the reported issue.